Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2015-01752 / 01755).

Event description:
It was reported that the patient underwent a right total hip arthroplasty on (B)(6) 2015. Subsequently, the patient was revised on (B)(6) 2015 due to dislocation. The modular head, acetabular cup, and liner were removed and replaced. Patient underwent a further revision procedure on (B)(6) 2015 due to dislocation. The modular head, acetabular cup, and liner were removed and replaced.